Manufacturer narrative:
The investigation into the reported event is in process. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure, fluid from the bioshield biopsy valve was leaking onto the floor. No report of injury.